Event description:
When using the acetabular reamer the end of the reamer handle sheered off, leaving the end piece in the drill.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not return to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular reamer handle was reported. The event was confirmed. The device showed signs of use, wear, and damage, and was unremarkable. Further device evaluations were performed by the vendor. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events. The investigation by the supplier concluded that the reported event was confirmed. The quick connect adapter shows evidence of misuse as the dimpled indentations could not occur during normal use of the device.

Event description:
When using the acetabular reamer the end of the reamer handle sheered off, leaving the end piece in the drill.